Event description:
On 2016-01-04 the representative reported that the indication for use was spasticity. The pump was explanted for normal battery depletion/eri. It was further clarified that the catheter (without its collar) was attached to the pump when the pocket was immediately opened but it then disconnected when manipulated. The collar was then found separately in the pocket. The suture was no longer holding the catheter in place. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient who was receiving unknown baclofen 3000 mcg/ml at a dose of 950 mcg/day via an implantable pump. The lot number, medical history, and concomitant medications were not obtainable. It was reported that the patient's pump had reached the elective replacement indicator (eri) and therefore was booked in for a pump replacement. When the consultant opened the pump pocket he suspected catheter damage because when he had opened the pocket the catheter immediately disconnected from pump and the suture was no longer holding the end of catheter to pump connection. On inspection, it was clear the collar part of the catheter had been disconnected and this was found detached in the pocket. It was again mentioned that it was clear that the catheter not sufficiently connected to the pump. A new catheter was implanted and connected to a pump. The issue was reported as resolved at the time of the report. The consultant did not want the representative to send the catheter back for analysis, refused the return, and thought it was clear what had happened. Prior to the pump replacement, the patient was on 950mcg/day of baclofen but this was reduced to 144mcg/day with the new pump when the new catheter was fitted because the old catheter was not fully connected. The serial number of the disconnected catheter was not available despite attempts to retrieve. Additional information was requested to clarify patient symptoms, further clarification details of the reported events, any troubles hooting or actions taken, and specified battery depletion. This information was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
In addition, the patient's status at the time of the report was not obtainable.

Event description:
It was further provided that before surgery there were no suspicions that the patient was not getting therapy so the surgeon was quite surprised to see that the catheter was disconnected from the pump. The neurosurgeon that performed the case was not the same consultant that did all the follow-ups so the representative was not able to get a detailed account of dosage pattern/increase at the time. The representative was to address what suture was used for fixation with the neurosurgeon. Additional information was also request for the indication for use of the implanted pump system, if the suture ring broke, clarification of the collar part of the connector details, and pump explant details. Should additional information be received a supplemental report will be filed.